Event description:
On 06-nov-23, nurse assist received a complaint via e-mail from peggy day of the following event description from e-mail: I just went through a week of antibiotics after washing a surgical wound on my chest with this product. I suspected it was this because the infection was a surface infection. Then I received this notice in my email. On 08-nov-23, nurse assist received more information from peggy day about her reported adverse reaction description from e-mail: I had two procedures the same time: a pacemaker insertion and another to remove a prior heart monitoring device. Both wounds were on my chest. It was the second wound that became infected. The day after I got home from the hospital, a visiting home nurse left me with streile gauze and the 3 saline bottles. Once the steristrips fell off, I cleaned the wound with the saline 3 times a day. The 1 cm wound had been closed but opened up the day after I cleaned it with the saline, and the day after that, began to ooze green pus. Pus oozed from little areas surrounding the wound as well and the wound became extremely painful--woke me up at night for several nights. I went to the doctor who diagnosed cellulitis and put me on keflex and bactroban. At first the wound looked better, but after washing it again with the saline, began oozing green pus again. I finally started suspecting either the gauze or the saline,(I'm a retired nurse), and started using different gauze and tap water. The wound then started to respond to the antibiotics and scabbed over.